Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today?

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and topical skin adhesive was used. The surgeon was using the topical skin adhesive for the wound dressing. When the surgeon pressed the middle part of the topical skin adhesive, a sharp piece of glass inside the glue pen pierced through the plastic covering and went into the gloves and punctured the surgeon's thumb. The surgeon de-gloved and the wound was examined and dressed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.